Manufacturer narrative:
Investigation of this report is currently in progress. At this time, the sample is not available for evaluation. If the sample is received, a summary of the investigation will be provided in a supplemental report.

Event description:
On 10/21/05 nellcor puritan bennett received a report that the tube separated from the hub of a 8perc tracheostomy tube. The customer reported that they were able to snap the flange back into place unitl a surgeon arrived to conduct a tracheostomy replacement. Customer reported that there was no harm to the patient.